Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Identified the need to replace the single board computer (sbc). Replaced the sbc. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the 9900 system will not boot up. No report of patient injury.